Event description:
Report received from united states indicating that the device displayed an 'e8 error message". It is known the device was used in surgery. It is not known if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info is received, a supplemental report will be sent. (B)(4).